Manufacturer narrative:
The insulin pump passed the basic occlusion, occlusion, priming, excessive no delivery, displacement and motor tests. There was no motor error alarm and no damage found on the motor. The insulin pump was received with scratches on the display window and cracked battery tube threads.

Event description:
Customer reported via phone call low blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 50 mg/dl. Customer treated their low blood glucose with juice. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received multiple motor error alarms in a 30 day period. Customer received motor error alarm during bolus delivery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.